Event description:
During a check-out procedure at the manufacturer's service center, a ventilator failed to charge its internal battery. The device was not in patient use. The device's power cored was replaced to address the issue.